Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to turn off all (B)(6) devices and (B)(6) in the area, confirm transmitter ID was entered correctly into application, remove sensor and use new transmitter. Patient's mother re-contacted dexcom and was advised to relinquish the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of loss of connection as the dates of data sent were not inclusive of the issue date range. A definitive root cause could not be determined. No additional patient or event information is available.